Event description:
It was reported in a scientific article that a vns patient, whose preexisting obstructive sleep apnea had been exacerbated by vns stimulation, required CPAP treatment to preclude potential adverse events. Good faith attempt for additional information have been unsuccessful to date.

Manufacturer narrative:
Article reference: marzec, mary, jonathan edwards, oren sagher, gail fromes, and beth a. Malow. "Effects of vagus nerve stimulation on sleep-related breathing in epilepsy patients." Epilepsia 44 (2003): 930-35.